Event description:
It was reported that the patient was seen in the emergency room approximately a month following implant surgery due to cellulitis. The patient was prescribed antibiotics. It was reported that the patient also experienced slight swelling, redness and a small hematoma. Clinic notes dated (B)(6) 2014 note that the patient was on antibiotics prescribed three days prior due to cellulitis. Clinic notes dated (B)(6) 2014 noted that the incisions are well healed and dry and intact. It was noted that there is a very small amount of swelling detectable around the left neck incision and that the area is free of redness and is not warm. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of device manufacturing records confirmed sterilization for both the generator and lead prior to distribution.